Event description:
Augmentation mammoplasty 7/87, with gel implants placed in a submammary space. In 1990, started developing significant chronic fatigue, hair loss, irritable bowels, aching joints, hard breasts with lots of pain in both, severe headaches, dizziness, and blurred vision. Physical exam indicated class ii capsules bilaterally. No gross evidence of leakage of silicone implants and no adenopathy in axilla. Breasts are tender, no evidence of infection. The breasts are not ptotic and very little breast tissue present.